Event description:
International complaint coordinator reports one incident of blood leak with the psn 140 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified visually. Blood was returned to the patient with no report of blood loss. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per international complaint coordinator.